Event description:
It was reported on (B)(6), 2010 that the pt presented at the emergency room unresponsive to stimuli and diagnosed with an opioid overdose. Pt was given two infusions of naloxone with effect. The pump was interrogated and no abnormalities were found; no alarms and an unchanged infusion rate. It was decided to leave the pump at the current settings and the oral methadone intake was reduced. This was the second time that the pt was admitted for suspected opioid overdose. The last event had occurred three weeks earlier just prior to his last refill. Pt reported that there was no discrepancy in actual reservoir volume. Expected residual volume was observed and the infusion left at the previous rate. The pump contained dilaudid at a concentration of 600mcg/ml administered at a daily dose of 600mcg/ml. The concentration and daily dose of clonidine and xylocard being administered via the pump were not reported.

Manufacturer narrative:
(B)(4).